Event description:
It was reported that during a colon resection, the device received error 7 when hand activation was enabled. The customer used another handpiece for the procedure. There was no patient consequence. The rep confirmed the issue was the handpiece after the procedure.

Manufacturer narrative:
(B) (4). (B) (4). The instrument was returned with a loose mount. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 5 to occur.causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.